Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 7019422. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. Two retained samples passed a leak test. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that leakage occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "the patient was hospitalized in our hospital on (B)(6) 2019, and received a indwelling needle in his arm on november 8. He found that the place where the indwelling needle was placed was bleeding continuously at around 10:00 am on november 11."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "the patient was hospitalized in our hospital on (B)(6) 2019, and received a indwelling needle in his arm on (B)(6). He found that the place where the indwelling needle was placed was bleeding continuously at around 10:00 am on (B)(6)."